Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and the power plug was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would shut down when the interconnect cable was moved. There is no report of injury or death associated with the event described in this complaint.